Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 7 years post implantation due to fractured stem. During the follow up visit approximately 3 months later, the patient began complaining of moderate to severe pain in the right hip and required ongoing use of ambulatory aids and physical therapy. No further event information available at the time of this report.